Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. The handle shows slight signs of wear but no defects found. The error described by the customer "blocked instrument channel" could not be confirmed. The patency of the working channel was tested in accordance with the inspection plan using the clamp 11161mb (system testing) and the cleaning brush 27651al (retour testing pm:71924). No problems were found. In addition, the patency of the working channel was also checked with the cleaning brush 110931-01, lot: 230815, (single use). No problems were found here either. Possible causes for the error reported by the customer could be that the accessories used by the customer were damaged or too large. No faults were detected on the endoscope. For this reason, a user misuse error is to be concluded which led to the customer complaint description. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, a blocked instrument channel was observed. The customer has confirmed that this was reported in error and that no patient incident occurred. There is no information that the event caused a harm or serious injury to patient, user or third.